Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. The customers current blood glucose level was 109 mg/dl at the time. Customer reported feeling shaky, and treated it with food and a manual injection of glucagon. Customer stated she got 2 different readings on her blood glucose and they were drastically different. The (B)(6) one she received stated her blood glucose was 37 mg/dl. Customer feels the insulin pump is fine, and was transferred to bayer to troubleshoot the issue. Nothing was returned or shipped.